Manufacturer narrative:
Device not returned. No evaluation will be performed. If the device or additional information becomes available, a supplemental report will be used.

Event description:
It was reported. Tritanium cup was revised.